Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to state that on (B)(6)2015; their receiver displayed an out of range signal. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).